Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 41mg/dl. Troubleshooting was performed. The drive support cap appears normal. It was stated that the customer recalls acting strange, and her husband thought she had a stroke. While the husband attempted to get her out of the house and she passed out at her front door. The paramedics were called. It was stated that the most recent change was the day of the event before dinner, and she was not disconnected during the rewind/prime process. It was stated that the programming on the insulin pump was accurate, and her doctor had been working on the device settings. The caller stated that the insulin pump was not exposed to a high magnetic field. No further information was provided.